Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00059.

Event description:
It was reported that a vertebral body fractured during surgery while installing two spinal implant devices. No further information has been provided. This is report one of two for this event.

Manufacturer narrative:
UDI number: na. The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the manufacturing records did not indicate any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
After rods and screws were installed, surgeon tried to use two universal clamps to the patient¿s vertebral arches. However, one of the vertebral arches was slightly cracked. Therefore, surgeon decided not to use the clamps to complete the operation.. This is report one of two for this event.